Manufacturer narrative:
The event date was reported to be about 3 weeks prior to customer report date of (B)(6) 2017. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the patient returned a day after implantation of the ultrathane mac-loc locking loop multipurpose drainage catheter because the catheter was leaking. The physician discovered that the hub of the device was disconnected from the catheter, and was only being held on by the string of the device. The operator removed the multipurpose drain and left in the ureteral stent without an external drain. The patient reportedly did not have any further issues after these measures were performed. The circumstances surrounding the usage and handling of the device following implantation but prior to the discovery of the issue were not reported. The device is reportedly unavailable for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation product was not returned to assist in the investigation. The lot number was not provided; therefore, a review of any non-conformances associated with this lot and any additional complaints filed for this lot could not be reviewed. The manufacturing documents in place at the time of manufacture were reviewed, and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the leakage failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the available information, the root cause analysis determined that this failure mode is related to a manufacturing issue. This failure mode has been escalated per internal processes. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.